Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that the patient was revised due to fracture.

Manufacturer narrative:
An event regarding crack fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient was revised due to fracture.